Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump passed the dat test at 0.08715 inches. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they wake up their blood glucose would be below 30 mg/dl. Sometimes they would not wake up. For the past three weeks at 4 am, their blood glucose would be between 30 mg/dl to 50 mg/dl. They would treat with food. Their current blood glucose was 89 mg/dl. They treated with glucose tablets. Troubleshooting was performed on the insulin pump. The insulin pump¿s programming was accurate. The reservoir was showing the same amount of insulin as shown on the status screen. However, the customer believes that the device was over delivering. They were unable to upload the insulin pump to carelink at the time of the call. The insulin pump will be replaced and returned for analysis.